Manufacturer narrative:
Pump not received in stuck manufacturing mode: unable to perform the displacement test and occlusion test due to missing retainer. Unit received with reservoir tube o-ring, broken reservoir tube lip, fading serial number label, cracked keypad overlay at select button, scratched case, minor scratched display window.

Event description:
The customer reported via phone call the reservoir compartment was cracked. The customer¿s blood glucose was unknown at the time of the incident. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.